Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received four unopened samples that pertain to the product code w3326. In order to evaluate the condition of the returned samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection, the sutures were correctly placed on the winding former. Sutures were dispensed without problems and examined along the strand and no anomalies or damage on the suture surface could be observed. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an animal surgery on (B)(6) 2023 and suture was used. They had couple of wound reopening after the use of sutures w3326. They have isolated one box that this has happened on and opened another, but have noticed same issue with that one as well. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/11/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested the following was obtained: was there any alleged deficiency with the device? A second box was noticed with the same issue. Could you please confirm if it was from lot tcmehu or a different lot? If a different lot, please provide the second lot involved. It was reported that "had couple of wound reopening after the use of sutures w3326". Could you please confirm the number of patients/procedures affected by this issue? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6)). (B)(6) united kingdom. I still have limited information as they could not pin point specific procedures to the pack that I have collected. The pack above was the 1st of 2 that they had issues with. They did not keep the second pack so are unsure if it has the same lot number. The pack has had 4/12 left in the box.. The vet is called (B)(6) ¿ she popped in briefly and provided vague info that she had has issues with wound dehiscence relating to 3 procedures in the month of october within days of each other. They have used monocryl loads before with no issues. They have since been using a new pack of monocryl with a different batch number and have had no patients return with wound issues. The head vet nurse (B)(6) (who phoned in the initial complaint) provided the information below on one procedure that had notes on it around the suture issues. She will try to find the same information on the other 2 procedures and send across if she can ¿ she was not able to locate them while I was there today. ¿ (B)(6) 2023¿ open spay on bitch. Monocryl used to close up subcut and skin layers. Patient returned pm the (B)(6) 2023 with an open and infected wound in sc and skin layers. Vet noted monocryl looked to have broken down too quickly and only the knots were left intact. Wounds was flushed and they then restitched on the 12.10 with pdo(no brand mentioned). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This single complaint was reported with multiple events. Related reports: 2210968-2023-09652, 2210968-2023-09653, & 2210968-2023-09656.